Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced medical issues. The recipient's device was explanted. Advanced bionics is the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence efforts to obtain the explant date were unsuccessful. This is the final report.

Manufacturer narrative:
The recipient's medical issues are reportedly not related to the device. The recipient will not be reimplanted. The device will not be returned. A review of the device history record noted no rework.